Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery would not charge despite using multiple usb cables and multiple wall adapters. Customer's blood glucose was 74 mg/dl at the time of the report. Customer confirmed that an alternate method of insulin delivery was available.